Event description:
The customer reports during a colonoscopy using an evis exera iii colonovideoscope with an ovesco clip system. The patient experienced a bowel perforation. Sequence of events as follows: the user referred to the instructions for use (IFU) provided with the scope to determine the defined outer diameter of the scope. The user determined, based on the information in the IFU, the ovesco clip system should be compatible. The customer measured the outer diameter of the scope and feels the outer diameter of the device distal end is much larger than specified. The customer provided measurements taken for investigation by a technician who was onsite. The customer believes the ovesco clip did not open correctly (could not be fired), hence the patient¿s bowel wall was damaged. The customer¿s description of how the bowel injury occurred: the externally described finding of the scope found in the distal descending area at 50 cm on the straightened device: centrally somewhat sunken lesion, approx. 2 cm in size. Marking in the marginal area and subsequent pre-mirroring with the mounted system. The finding is grasped centrally and pulled into the cap. The clip is difficult to close, followed by resection with the snare. When the device is pulled out, the clip is still seated on the cap and is bent in the marginal area by the white ring. Re-priming and inspection of the perforation. This is shot with an otsc clip. Then, without the cap, repeat the preflashing up to the otsc clip, which, however, cannot be passed further; the colonic lumen is questionably closed. The bowel damage was diagnosed with a computerized tomography (CT) scan. CT scan findings: perforation of the left colonic flexure with extensive contrast leakage extraluminally. Concomitantly, there is also some free air retroperitoneally, ilically on both sides and in the inguinal canal on the right. Clear lumen stenosis at the left colonic flexure after clipping. Diagnosis: perforation after full wall resection in the distal descending. V.a. Closure of the colonic lumen by the otsc clip which securely closes the perforation. Five polyps left in the ascending and transversum (endoscopically resectable). The patient was treated surgically. Operative report provided by customer. Details as follows: supine positioning and itn. Position control. Antibiotic prophylaxis. Disinfection and sterile containment of the surgical area in the usual manner. Preoperative team timeout and review of preoperative safety checklist. Open insertion of the safety trocar in the right mid-abdomen area. A 5mm working trocar is inserted in the area of the right upper abdomen as well as the optic trocar on the left paraumbilical. Inspection of the situs. Fluid is seen in the area of the left colonic flexure or in the paracolic groove on the left side. No evidence of stool-like peritonitis. First, the right hemicolon is released from embryonic adhesions to the right lateral abdominal wall. Further mobilization of the left hemicolon on the gerota fascia. Detachment from the lower edge of the pancreas. The pancreas is subtly spared during this procedure. Opening of the omental bursa. Now that the colon has been mobilized, however, the leakage is not found laparoscopically. Therefore, the decision is made to convert. Median laparotomy with left circumcision of the umbilicus. Careful entry into the abdomen. Exploration of the situs. A covered perforation in the area of the left transverse colon is revealed. Determination of the resection limits in the sense of a sparing segment resection. Settling with gia (blue magazine). Delivery of the specimen. Restoration of continuity by means of e/e transversodescendostomy using a continuous two-row suture technique. Followed by extensive irrigation. Hemostasis control, no further bleeding is apparent. Insertion of an easy flow drainage, which is discharged in the area of the left lower abdomen. Closure of the creek ceiling with vicryl 2 ctx single button sutures and continuous pds 1plus suture. Wound irrigation with braunol followed by nacl. Skin staple suture. Sterile dressing. At the end of the operation, all counting objects are complete. The customer provided procedure notes from endoscopy procedure: colonoscopy with polypectomy if necessary ftrd rectal digital: sphincter tone normal, hemorrhoids grade 1 examination down to the cecum. Good accessibility in all sections after adequate preparation. Polyp buds were completely ablated in the cecum , ascending colon 5cm and 10cm above the ic valve with forceps biopsy. A broad-based polyp with a scarred surface (size 20mm) was found in the transverse colon at 85cm- since it could not be lifted from the base, only one biopsy was performed. Numerous diverticula without signs of inflammation were found in the sigmoid and proximal bowel segments. Otherwise, there were inconspicuous mucosal conditions in the area seen. Biopsies: histology: to tubular adenomas (intraepithelial neoplasia, low grade, category 3 according to the modified vienna classification), removed in (B)(6). Parts of a tubular adenoma with severe epithelial and glandular dysplasia (intraepithelial neoplasia, high grade, category 4.1 according to the modified wien classification). An incipient invasion of the submucosa and the suspicion of invasive carcinoma cannot be ruled out with certainty given the nature of the material. The patient required a hospital stay of unspecified duration. The patient¿s current condition is reported to be ¿good¿.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to report additional information reported by the customer and investigation findings. Since the subject device was not sent to olympus, there was no device inspection result. Repair history review: the subject device has been repaired within the past one year. The device history record (DHR) for the reported serial number was reviewed. It is confirmed that the device met all design and safety specification when it was shipped. The instructions for use shipped with the device provides the user with the following information related to the reported event: be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility. Ovesco clip system the user used is an accessory other than olympus recommendation. [Conclusion root cause of the suggested event was not specified. Consideration presumable cause: the user used ovesco clip not recommended by olympus. The clip was used for procedure without being mounted on the subject device correctly. This caused damage to the patient¿s bowel wall. Grounds of the above: we learned the following from evaluation result. - the patient suffered injury to the bowel wall that required unexpected medical intervention after clipping with an ovesco clip system and the subject device. - the resulting bowel perforation is reported 2cm in diameter and required surgery with partial bowel resection to address it. The patient was reportedly recovered after surgery, with good health status. - the report clearly states that the ovesco clip injured the bowel wall, however it remarks that this may have happened due to the diameter of the distal end of the subject device. According to investigation results, ovesco clip system that the user used was an accessory other than olympus recommendation. According to investigation results, the user were not able to mount the ovesco clip on the subject device correctly. Nevertheless, the user used the clip in combination with the subject device. Then, the bowel¿s wall was damaged by use of the clip. According to investigation results, IFU states that the full responsibility is taken by the medical treatment facility if equipment other than olympus recommendation is used in combination.